Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. There was no mold. The canopy seals were replaced. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital reported an allegation of mold on the canopy seal of the unit being used in the nicu. There was no patient involvement.